Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the rep, a hakim valve was revised today. Valve was not reprogramming properly; surgeon replaced with competitors product. Per the patient's son in law: it was reported that the patient had a programmable valve implanted. The valve was reported to have been inadvertently changing settings after being programmed. At one point the valve was programmed to 130 mmhg and when checked through x-ray was found to be at 30mmhg. Issue fist started appearing in (B)(6) 2016. Symptoms reported were falling, self injury, cognitive disability, overdraining/underdraining. The issue has occurred multiple times since the first occurence. Revision surgery is scheduled for (B)(6) 2016. Has happened several time programmed to 130 and when they checked the xray it was at 30 mmhg 8-9 months of issues. Revision surgery scheduled on (B)(6) 2017. Symptoms first reported in (B)(6) 2016.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation; however, multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be made available for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 30 mmh2o. The valve was hydrated. The valve was visually inspected; biological debris was noted. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted, pressure max / 2.8 psi. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve failed the test. The siphonguard was removed and tested according to IFU, the siphonguard passed the test. The valve was dried. The valve was then pressure tested at 30 mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3162, with lot cvdbnb, confirmed the product conform to the specification when released to stock on the 13th april 2016. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.